Manufacturer narrative:
Davalos, a. Et al. Safety and efficacy of thrombectomy in acute ischaemic stroke (revascat): 1-year follow-up of a randomised open-label trial. The lancet neurology, 16(5), 369-376. Doi:10.1016/s1474-4422(17)30047-9. The solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00413 2029214-2018-00414. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire fr thrombectomy. The purpose of this article was to report the 12-month results of neurovascular thrombectomy of stroke. As part of the (B)(6) trial, the authors evaluated 206 patients who underwent treatment for acute ischemic stroke within 8 hours of symptom onset. Of the 206 patients, 103 patients were put in a control group (medical treatment alone) and 103 patients were put in the intervention group (medical therapy + solitaire fr thrombectomy.) The intervention group consisted of 55 male and 48 female patients with a median age of 65.7 years. From the intervention group, 98 patients ultimately received solitaire thrombectomy; five had already revascularized before solitaire fr. The article presents the results of the entire intervention group - all 103 patients. The article notes that from the intervention group, 24 patients had died as of 12-months post-intervention; mortality rate was 23%.